Manufacturer narrative:
Arjo was informed about an situation involving maxi sky 600 ceiling lift. It was reported that the strap unrolled unexpectedly 3 feet (about 90 cm). There was no indication regarding patient involvement. No injury nor other medical consequences reported. Following the incident, the ceiling lift was excluded from use to be inspected by the arjo representative. The evaluation revealed that the device did not meet its performance specification. It was found that the plastic cabin entry (opening through which the strap is wind/unwind) was cracked and the strap started to fray. Despite of malfunction, at time of the inspection, the unexpected device behavior: unwinding of the ceiling lift strap could not be re-created. The transmission box responsible for providing up/down movement of the lifting strap by activation of the gear movement and a safety feature incorporated into the device - automatic emergency brake that would engage and will stop a strap from unexpected unwinding worked correctly. Based on analysis of the previous incidents and reported condition of the device, it appears most likely that the strap got caught on the strap entry of the plastic cab while the spreader bar was being lowered, causing accumulation of strap in the ceiling lift, until the unexpected release of the strap. To ensure that the device continues to perform within its original specification, preventive maintenance procedures should be carried out at intervals presented in the operating and product care instruction 001.14152.33_en rev.0. The inspection for evidence of external damages (including checking of the lift strap for wear, discoloration and loose wires) should be checked before every use. If a problem is found, the corrective action (for example part replacement) should be taken. Sum up, while the incident occurred the device was not being used for patient¿s transfer. As per allegation reported the lifting strap was unwound from the transmission gear, so the maxi sky 600 ceiling lift was not up to manufacturer¿s specification. The complaint was decided to be reportable based on the potential of serious injury if the incident would to reoccur.

Event description:
Arjo was informed about an situation involving maxi sky 600 ceiling lift. It was reported that the strap unrolled unexpectedly 3 feet (about 90 cm). There was no indication regarding patient involvement. No injury nor other medical consequences reported.